Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated and stopped communicating with the patient's application. Troubleshooting did not resolve the issue. The icm was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was not able to setup the mobile monitoring application. It was also found that the patient was not enrolled in the system. Reinstalled the application and tried to setup again. No key exchange was made no universally unique identifier. It was found that the name was incorrect on the system and the setup was not getting completed. The clinic will resubmit the info to setup again with the correct name. During a callback, it was noted that the patient was already enrolled in the network system. Asked to reattempt the process and check the phone setup conditions prior to reattempt but the issue persisted. An it ticket was created and escalated. A resolution was provided referring the patient to the clinic. During another callback, the issue persisted, reinstalled the application to setup again, no key exchange or universally uniquely identifier. The patient's name was incorrect on the system and the setup was not getting completed. The clinic will re-submit the information to setup again with the correct n ame. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis of the hybrid revealed the no telemetry condition was due to a severely depleted battery, which reached end of service (eos) on june 1, 2024, nearly four months before the notify date. No hybrid anomalies were observed that would account for the early battery depletion. Analysis of the battery revealed that cathode material leaked from the end of the cathode pellet through the opening for the cathode current collector tab. This material was found near the ft pin, potentially creating a conductive bridge between the cathode-potential feedthrough pin and the anode-potential cover, which could lead to an internal current drain and battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.